Manufacturer narrative:
Remote support was provided, an attempt to perform the bit (battery insertion test) was unsuccessful as the device will not power on. There were no indications of the green blinking light and the user did not have another battery to perform any functional tests. Replacement battery ordered and sent to the customer. The faulty component is not expected for return. The device remains at the customer site. Based on the information available and the device unable to power on to conduct proper testing, the cause of the reported problem was faulty battery. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer was provided a replacement battery to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It has been reported to philips that the device will not power on.